Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said he charged his device this morning and the app said the battery was at 100% and implant at 70% excellent. Patient said he stopped the charge and unplugged it and the stimulator still wasn't working. Patient went to turn it up a little and now the screen said stimulation is off and he doesn't know how to turn the stimulation back on. Patient service specialist asked patient to feel the white button on the top of the controller and patient said that he knows where the button is but he can't see where it is because he is blind. Patient then said he is having surgery on friday and he cannot lay on the operating table for 2 hours without the stimulation. Patient asked if there is anyone that can read the screen for him. Patient stated he has left messages for his representative but not heard back. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt was upset that the team could not help them read the screen and that neither the device nor the website was accessible for blind people.